Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37791 lot# unknown serial# implanted: explanted: product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were getting poor coupling and that it was taking too long to charge. The patient was implanted on (B)(6) 2016 and had been trying to charge the implantable neurostimulator (ins) for days. It was noted that they had only charged once. The patient stated that when it does charge, it would only stay on for 2 hours. They were told that the root cause was the recharger, but they thought the ins was implanted too deep because they could barely find it. It was reported that the patient couldn¿t get any coupling bars initially, but then was able to obtain 6 bars before they were lost again. A replacement recharger antenna was sent out to rule out that variable, but it was suggested that the ins site should be evaluated by the patient¿s healthcare provider (hcp). Additional information received from a manufacturer representative on (B)(6) 2017 reported that an elective replacement indicator (eri) error message was displayed on the recharger and patient programmer. The manufacturer representative was unable to interrogate the implantable neurostimulator (ins) with the clinician programmer 8840 as it was showing a dead battery. It was noted that the patient didn¿t press any two buttons together on the recharger nor did they do a 60 minute clock countdown. The manufacturer representative stated that when the patient was charging, they would see all 8 coupling bars. Recharging statistics were obtained and it was reviewed that zero coupling bars had been seen since the patient received a replacement recharger antenna 5-6 days ago. Also, it was noted that the ins voltage was at 3.58v. It was suggested that the patient charge their ins up to 50% so that the manufacturer representative could interrogate it with their clinician programmer 8840. The patient was to follow up with their healthcare provider (hcp). No patient symptoms were reported. Indication for use is unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the manufacturer representative was able to successfully get all eight black boxes on the charger easily. They were able to charge to 25% with no issues. They were not promoted to clear any elective replacement indicator (eri) messages. Electrode impedances were normal. There was a report that the charging history did not match their reported experience of good coupling and 10+ hours to charge. It was reported that they were able to program the therapy and the patient left with therapy on and working as expected.

Event description:
Additional information was received. The patient reported they had poor coupling and indicated since implanted they have had to charge for 4-5 hours. The patient indicated they get 0 coupling boxes filled in. After doing an antenna locate feature they reported they were now getting 8 coupling boxes filled in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.